Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected battery out limit or failed battery test alarms noted. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched lcd window. Unit received with broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.